Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump got infected and they had to take it out. The patient reported they were currently in the hospital. The patient reported they spent most of the year in the hospital because they put the pump in which got infected and caused all kinds of problems. The patient then clarified they were in the hospital for most of the year due to cancer and other things not related to the pump. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine at an unknown concentration and dosage, clonidine at an unknown concentration and dosage, dilaudid at an unknown concentration and dosage, and an unknown drug at an unknown concentration and dosage for non-malignant pain and failed back surgery syndrome. On 2017-jan-11, it was reported it was reported that the patient had an infection in their spine in (B)(6) 2013, 2 months after a replacement pump procedure. The patient reported that a pimple developed near the pump access/pump site. The pimple broke while the patient was driving and pus began coming out. The infection was confirmed and it was reported that it went all the way to the patient¿s spine. The patient was hospitalized and had emergency the same day. The whole system was removed and the patient received IV and oral antibiotics as well as ¿some sort of vacuum¿ for wound healing. The infection was considered resolved.